Event description:
The physician was attempting to implant a 2.5mm diameter x 12mm length resolute integrity rapid exchange (rx) drug eluting stent, to treat a lesion located om with 80% stenosis and severe calcification in a patient. It was reported that a cutting balloon was used and when the stent was advanced, resistance was felt. When the stent was removed from the patient the stent struts were sticking out and damaged. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between the marker bands as per specifications. Struts on the proximal end of the stent were raised and deformed. The hypotube had detached 110cm proximal to the hypotube bond. The break site was oval and jagged. The hypotube was severely kinked. The luer and strain relief were not returned.

Manufacturer narrative:
Evaluation results and conclusion: (failure to deliver stent and stent deformation). (Patient lesion morphology, calcified, tortuous lesion with 80% stenosis). (B)(4).